Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was unable to verify the customer's reported problem of the device shutting down. The service technician was bale to verify that the device was not functioning properly. Bench testing revealed a malfunctioning oxygen blender. The service technician replaced the oxygen problem and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1200 got to close to the MRI machine and shut down. The ventilator was removed from the MRI room and would not function properly. At this time, it is unknown if there was any patient involvement associated with the reported event.